Event description:
There was a pocket revision done because the patient was complaining of pain down her left arm. The physician thought that the device had migrated and was irritating a nerve. The device remains actively implanted. Should additional information be received, this file will be updated.